Event description:
The tip of laparoscopic harmonic scalpel broke off while in use ¿ the device was removed from surgical field. The tip recovered and was taped to handle of device. The harmonic scalpel was picked up by the (B)(4) vendor.